Manufacturer narrative:
On 08-nov-2019. Additional information (16-oct-2019): a siemens customer service engineer (cse) was dispatched to the customer's site on 16-oct-2019. After inspecting the instrument, the cse performed the following: replaced the sample 1 (s1) probe vertical motor and reagent 2 (r2) probe vertical and horizontal belts; cleaned and lubricated the aliquot lead screw; and ran service method tests (smt's), quick check, and quality controls (qc's). The smt's, quick check, and qc's recovered acceptably. Siemens further investigated the issue and determined that there was atypical sample aspiration and dispense performance when the discordant, falsely elevated cardiac troponin I (ctni) result was obtained. Siemens reviewed the log files and determined that there was an improvement in aspiration profiles after the cse performed the routine maintenance described above. Siemens determined that imprecision in the sampling system, which was resolved by using routine troubleshooting and maintenance, contributed to the discordant, falsely elevated ctni result. The conclusion code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample. Quality controls (qcs) were within acceptable ranges on the day of the event. The customer ran a precision study on the affected patient sample and the results recovered acceptably. The customer also ran the affected sample (sid: (B)(6)) using a small sample cup on both instruments multiple times for troubleshooting purposes. The sample recovered at <0.015 ng/ml thrice and recovered 0.094 ng/ml once. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: replaced aliquot drain, checked drain alignment, ran qc, which recovered acceptably. The cause of discordant, falsely elevated ctni result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on a dimension vista 1500 instrument. The initial result was reported to the physician(s) and was questioned. Two different samples from the same patient were processed on the same instrument and the results obtained on the follow-up samples recovered lower than the initial result. On (B)(6) 2019, cardiologist questioned the discordant result and the initial sample was repeated on the same instrument and on an alternate dimension vista instrument. The repeat results obtained on the initial sample were lower than the discordant result. The repeat result was reported to the physician(s) as the correct result. The customer indicated that repeat results were consistent with the follow up results for the patient and aligned with the clinical presentation of the patient. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.